Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis, or failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve, who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality > 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the worsening mitral regurgitation post tavr cannot be confirmed. It may be related to patient factors and/or procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 20mm sapien 3 valve, on postoperative day (pod) 15, mitral regurgitation (mr) worsened to severe and the patient was transferred to another hospital. On pod 30, mitral valve was treated with a non-edwards device and the mr improved to mild. The patient is stable post procedure.